Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer declined to further troubleshoot with tandem technical support and reported they would change pump supplies to address the issue.